Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient was using the cleo® 90 infusion set for longer than 3 days. According to the reporter, the patient stated that they were on a trip away from home and forgot to pack additional infusion sets. The patient reported that their blood glucose levels was 260 mg/dl due to the reported event. The patient administered a manual insulin injection to resolve their high blood glucose. No permanent adverse effects were reported.